Manufacturer narrative:
Isi field service engineer (fse) went on site and tested endoscopes that were problematic with the customer. The fse found one out of the two endoscopes to be defective being that it would not calibrate and advised to send it back for the evaluation. The endoscopes system tested, and verified is ready for use. The 30-degree endoscope plus involved with this event has been received, but the failure analysis testing has not yet been completed as of the date of this report.

Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the system had multiple issues with the 30-degree endoscope plus. The endoscope would not target and the targeting button was not working. The customer was unable to toggle between endoscope eyes and the endoscope was not rotating properly. Intuitive surgical, inc. (Isi) technical support engineer (tse) uploaded and reviewed the errors logs and noted several endoscope errors reported by the endoscope serial number#10029656. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the reported issue occurred during cholecystectomy procedure. The endoscope moved freely with uncontrolled movements. The endoscope adapter was still engaged. There was no physical damage identified to the endoscope. The issue was resolved by replacing the endoscope. There was no injury to the patient.

Manufacturer narrative:
Correction to h8 field - updated to initial use of device. Intuitive surgical, inc. (Isi) did receive the 30-degree endoscope plus to perform failure analysis (fa). Fa was able to confirm/reproduce the reported complaint. The endoscope was analyzed and found customer reported that the scope would not target. Testing showed the endoscope failed to provide video due to an electrical or communication failure, displaying the error check endoscope cable connection/endoscope self-test failed. Additional observations showed the endoscope failed to provide video due to an electrical or communication failure. The system could not communicate with the camera module¿s temperature sensor, displaying the error avoid contacting tissue. Endoscope temperature is unknown. Testing showed the endoscope initially failed to provide video due to an electrical or communication failure, but when reconnected, it displayed color bars in both eyes. Visual inspection revealed mechanical damage at the distal tip of the endoscope. Visual inspection found cosmetic damage to the endoscope, with discoloration on the cable integrated connector housing. Functional testing showed the endoscope initially failed to provide video due to an electrical or communication failure but later displayed color bars in both eyes when reconnected. Evaluation found a camera instrument adapter defect. Friction testing showed improper rotation and noise, confirming binding. Further inspection identified the endoscope adapter shaft bearing as the source of friction. The probable root cause of this binding is attributed to component susceptibility to increased friction. Testing showed the endoscope failed cable testing due to a wiring printed board (wpb) defect. The probable root cause of the failed self-test cannot be determined based on the failure analysis. This issue can be resolved by using an alternate handheld camera to complete the procedure.

Event description:
Refer to h11 for follow-up information.